Event description:
A pharmacy tech was showing pharmacy tech students for our nursing college what a pyxis machine looked like and how to turn it on. As soon as the power button on the ups was activated, the machine popped and sparked with a flame on the side (of the ups). This was a non-live pyxis machine that was being prepped for an upcoming go-live. This was a brand new machine. No one was injured.